Manufacturer narrative:
(B)(4).

Event description:
Not getting high alerts on mobile app. It was reported that no high alert on the mobile app occurred. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported.